Event description:
It was reported while using bd vacutainer® push button blood collection set, 1 device's needle pierced the tubing after being retracted by the safety mechanism and leaked blood. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which show a device exhibiting leakage of blood. A total of 30 retained samples were subjected to retraction lockout and functional tests. All samples passed testing, as they were able to be activated properly with no evidence of defects during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for leakage based on the photos provided. Bd was unable to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 1 device's needle pierced the tubing after being retracted by the safety mechanism and leaked blood. There was no health impact or consequences reported.